Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 7 unopened pouches analysis and results: there are no previous complaints of this code batch. Received the same day two different cases of the same code-batch and from the same customer. (B)(4) units of this code batch. There are (B)(4) units in stock that have been requested for analysis. Tightness test to the sample received has been performed and the units are tight. Tested the knot pull tensile strength of the sample received and the results fulfills the OEM requirements. Degradation test (14 days in sörensen solution at 37ºc) has been conducted with the samples received and the samples of stock and the results fulfill the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. As instructed for use: "when working with monosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked". Final conclusion: complaint is not justified. Results of the samples received fulfills the OEM requirements. Note is taken of this incident in order to assess if new or additional actions are needed. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: spain. It is reported that two dogs that were operated on for cesarean and ovariohysterectomy surgery. In both cases there was dehiscence of the suture with herniation and reintervention close to the wound. It is reported that in both cases the sutures were in poor condition. It was reported that it had been 15 days since the intervention.